Manufacturer narrative:
The evaluation found the air/water nozzle at the distal end of the scope was clogged. The customer's reported issue was confirmed as the angulations were insufficient due to stretched angulation wires. Also the scope failed the leak test in the instrument channel. Additionally, the light guide bundles were damaged. The protector boot was damaged and the image had a shadow and blurry due to a damaged objective lens. Repair history of this product: the concerned product has been repaired twice in the past year. June 2021 due to a leak in the channel and february 2021 due to noise on the image. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that a customer evis lucera gastrointestinal videoscope was returned for repair for a reported "leakage and insufficient angulation was found during cleaning disinfection and/or sterilization." It was noted the user finished the case with another device. No patient injury or harm was reported. However, during inspection and testing, the service technician found the air/water nozzle at the distal end of the scope was clogged with foreign material (reportable).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 5 years since the subject device was manufactured. Based on the results of the investigation, the lint or fibers of a cloth for wiping the device during reprocessing were carried away by reprocessing solutions and entered into the air/water channel. Per the instructions for use, the user is instructed to use a lint-free cloth for wiping devices during reprocessing. Otherwise, lint or fibers of the cloth may enter into the channel. The specific root cause of the foreign material entering the air/water nozzle could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". The following information is stated in the instructions for use regarding user handling: "cleaning, disinfection, and sterilization procedures - precleaning - wipe down the insertion section - wipe the entire insertion section with a clean, lint-free cloth soaked in detergent solution. Wipe from the boot at the control section toward the distal end." Olympus will continue to monitor field performance for this device.